Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is still endeavouring to obtain further information and the complaint devices for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that while using an mr730 respiratory humidifier and mr290 humidification chamber the breathing circuit was attached incorrectly, with the inspiratory and expiratory limbs reversed. This resulted in deformation of the mr290 chamber.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber and the complaint breathing circuit were not received for investigation as they had been discarded by the customer. The complaint mr730 humidifier, the 900mr900 heater wire adaptor (lot 130315, manufactured 15 march 2013), and the 900mr560 temperature probe (lot 080922 manufactured 22 sep 2008) were received for evaluation. The devices were all visually inspected and performance tested to check for malfunctions. Visual inspection of the complaint devices: upon visual examination no defect or damage was noted to the complaint mr730, heater wire adaptor or temperature probe. Performance test results: mr730 heater base: the returned mr730 was performance tested using a known working circuit, and the returned 900mr900 heater wire adpator and 900mr560 temperature probe. The mr730 passed all performance and calibration tests as per the product technical manual. Both the heater wire adaptor and the temperature probe functioned normally when tested. Conclusion: the mr730 has been designed so that in the event of a failure the unit will shut down in a safe state and warn the user that a fault has occurred. It does this by monitoring the correct operation of its critical circuits. If a fault is detected it will try to report this by giving an error code and alarming visually and audibly. The interaction between, and condition of, the various components, namely the humidifier, the sensing probes, the chamber, the breathing circuit and the patient interface is critical to ensuring safe and efficacious delivery of therapy. The hospital had reported that they connected the subject breathing circuit limbs incorrectly and not in accordance with our user instructions. If the expiratory limb was connected to the humidification chamber where the inspiratory limb should have been connected, the chamber temperature probe would not be in the appropriate position to measure the chamber output temperature. This would result in the mr730 increasing the power output to the heater plate to try and reach the set temperature. If the mr730 cannot reach within 4 °c of the chamber set temperature, it will alarm audibly after 20 minutes and shut down power to the heater plate. We cannot confirm the cause of the deforming of the mr290 chamber as we did not receive the subject chamber or circuit for evaluation. The inspiratory limbs of all fisher & paykel healthcare breathing circuits are blue in colour so that they can be easily distinguished from the expiratory limbs ,which are always white.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that while using an mr730 respiratory humidifier and mr290 humidification chamber the breathing circuit was attached incorrectly, with the inspiratory and expiratory limbs reversed. This resulted in deformation of the mr290 chamber. No patient consequence was reported.